Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence and dyspareunia. It was reported that the patient underwent mesh revision/removal on (B)(6) 2008 due to post mesh healing abnormality, and on (B)(6) 2010 due to vaginal foreign body causing stricture and stenosis. (B)(4).

Manufacturer narrative:
Date sent to FDA: 08/10/2016.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.